Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed and identified damage to the cap caused by trying to connect a bent spike of a transfer set. Functional testing of the device, which included leak testing, found nothing that could have caused or contributed to the reported problem. The reported issue was not verified for this product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the disconnect cap could not be connected to the transfer set. There was no patient injury or medical intervention reported. No additional information is available.